Event description:
Procedure type: unk. Pt sex: unk reportedly, the surgeon made his initial entry with the visiport, once inside they noticed a piece of the clear plastic lens in the abdomen and they removed it without injury. Surgical time and incision were not extended due to this problem. No patient injury reported.